Event description:
Received information, the pt had problems recharging and needed a new ac adaptor cord, her old one was destroyed. The ins was reported as not being able to hold a charge and depleted quickly even after recharging for hours. The ins and lead were replaced. Pt recovered without sequela.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.